Event description:
According to the reporter, during laparoscopic gastric bypass, there was a small bleeding. The case was resolved without great problems. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.